Event description:
Material no.: 305271 batch no.: 3206402. It was reported that during use of the bd¿ syringe integra w/ndl 23x1 rb the needle failed to retract and instead shot into upper left buttock and broke off into the patient's left buttocks causing a burning sensation. A doctor is required to surgically remove the needle. Per mw5086436: during my testerone injection the bd retracting needle was shot into my upper left buttock. The spring appears to be faulty. I have burning in the area of the needle. I am having to get a dr. To remove it surgically. Product was a bd integra syringe with retracting bd precision glide needle 3ml 23g x1 (0.6mm x 25mm, ref 305271, lot 3206402cav05, 07/2018) have needle in my buttocks, needle shows in left buttocks between the skin and the muscle.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Investigation cannot be performed for reported defects of expired product. Batch #3206402 (305271) expired on 2018/07/31. Product was used past expiration date. Device history record review is not applicable for expired product. H3 other text: see h.10.

Manufacturer narrative:
FDA notified? The initial reporter also notified the FDA via medwatch # mw5086436. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 305271, batch no.: 3206402. It was reported that during use of the bd¿ syringe integra w/ndl 23x1 rb the needle failed to retract and instead shot into upper left buttock and broke off into the patient's left buttocks causing a burning sensation. A doctor is required to surgically remove the needle. Per mw5086436: during my testosterone injection the bd retracting needle was shot into my upper left buttock. The spring appears to be faulty. I have burning in the area of the needle. I am having to get a dr. To remove it surgically. Product was a bd integra syringe with retracting bd precision glide needle 3ml 23g x1 (0.6mm x 25mm, ref 305271, lot 3206402cav05, 07/2018) have needle in my buttocks, needle shows in left buttocks between the skin and the muscle.